Event description:
It was reported that an unspecified amount of bd nano¿ 2nd gen pen needles were difficult to attach to the pen. The following information was provided by the initial reporter: "I opened a new box of needles and have now, had to throw out most of the needles due to them being bad. When I remove the cap to get ready to inject, the needle is already bent. If I do manage to get one that is not bent, it immediately bends. Some of the needles are extremely hard to screw onto the pen as if it doesn't fit. I've been using your needles for many years and this is the worst box I have ever received."

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. The attached photos are of the bd shelf carton reflecting the reported lot number. None of the photos exhibits any defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd nano¿ 2nd gen pen needles were difficult to attach to the pen.the following information was provided by the initial reporter: "I opened a new box of needles and have now, had to throw out most of the needles due to them being bad. When I remove the cap to get ready to inject, the needle is already bent. If I do manage to get one that is not bent, it immediately bends. Some of the needles are extremely hard to screw onto the pen as if it doesn't fit. I've been using your needles for many years and this is the worst box I have ever received."